Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during priming the pressure tubing snapped from the vamp reservoir. The arterial line was about to be attached when the issue was noted. There was no patient involvement. Device available for evaluation.

Manufacturer narrative:
One single dpt - vamp jr. Kit was returned for examination. The reported event was confirmed. The pressure tubing was found broken from the bond joint that connects with the vamp jr. Reservoir. The cross surfaces of the broken tubing appeared uneven. No other damage was observed from the kit. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. Tubing breakage will most likely occur during handling and manipulation of the product and will result in an obvious leak prior to connecting to the patient or during tightening of connections during use. A leak in the system during use may cause a dampened waveform to be displayed on the patient monitor, thereby alerting the clinician to start the troubleshooting process. Since these devices are indicated for pediatric patients, whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. Consequently, there is potential for patient injury. In this case, the break was found before use and there was no patient involvement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The investigation of this pressure monitoring kit with vamp jr concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.